Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a (B)(6) male pt who received super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after starting super poligrip, the pt experienced nerve injury and injury. At the time of reporting, the outcome of the events was unk. According to the legal complaint, the pt received dentures approximately (B)(6) years ago and has used super poligrip. The pt "suffers from profound and permanent neurological and other injuries attributable to super poligrip use, which injuries have left plaintiff unable to perform his normal, customary and daily activities." The pt attributed his injuries and ¿disabilities¿ to his use of super poligrip. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2009, the pt complained of weakness of the lower extremities. The pt reported an atraumatic insidious onset of weakness of the lower extremities approximately (B)(6) ago (2008), and began using a cane. Then he experienced numbness and tingling of the feet and fingers. The pt has fallen on several occasions and his balance had worsened when he closed his eyes. At the onset of symptoms, the pt developed an itching sensation without rash in the flanks radiating upward to the axillary region. Two months ago (in approximately (B)(6) 2008), he became aware of a similar pruritic and dysesthetic sensation in the lower abdomen in a belt-like distribution. Recently, he started having nocturnal painful flexion spasms of the feet. He was evaluated by another neurologist, and underwent electromyography (emg) and nerve conduction studies (ncs) but the results were unavailable. Only three weeks ago, the pt was told by the primary care physician that he was b12 deficient and received only a b12 intramuscular injection. The pt sustained a gunshot wound to the abdomen years ago. He reportedly underwent partial gastrectomy and resection of a part of his intestine. The pt had not been on vitamin replacement. Impression included myelopathy of the spinal cord (with involvement of pyramidal tracts and posterior columns); likely due to b12 deficiency (given the suspected peripheral neuropathy) and lumbar spondylosis (explaining the lower back pain). On (B)(6) 2009, the pt had emg/nerve conduction velocity (ncv) of the upper and lower extremities that showed peripheral predominantly sensory neuropathy and recruitment pattern in some right lower extremity muscles was consistent with upper motor neuron pathology. The pt was prescribed a power-wheel chair. On (B)(6) 2009, the pt¿s copper level was 26 (normal 70 to 155 mcg/dl). On (B)(6) 2009, the pt had progressive decline in his ambulation and he was now wheelchair dependent. The pt reported having absolutely no control of his feet. He continued to have numbness of the fingers. Imp¿ on (B)(6) 2009, the pt reported having used poligrip denture cream containing zinc for 15 years (since approximately 1994). The pt was started on copper supplementation (oral and intravenous). On (B)(6) 2009, the pt¿s ceruloplasmin level was 28, copper level was 117, and zinc level was 113. On (B)(6) 2009, the pt had completed intravenous copper supplementation, but was still taking it orally. The pt had improvement in his bilateral hand numbness but was still unable to ambulate without assistance and was mostly wheelchair dependent. The pt was consuming up to one tube of poligrip every 10 days. The pt's copper level had normalized to 116 and zinc level was normal. On (B)(6) 2009, the pt had transient improvement in his balance with physical therapy. One or two weeks ago, he developed myalgias and had not been able to balance since. The pt ambulated with a walker and described poor coordination of fingers, being unable to fasten buttons. He was still on oral copper supplementation.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).